Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a pull ring cap dislodged from the adaptor catheter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap (pull ring) of a minicap transfer set "fell off" before the packaging was opened. This was noticed in the packaging prior to device installation for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.